Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of gel stent blockage and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient in a clinical study had a xen 45 gel stent implanted in the left eye and experienced events of mild anterior chamber blood clot, mild conjunctival hyperemia, and moderate anterior chamber inflammation the day after implant. No treatment was needed for any of these events and they all resolved. About 3 weeks after implant the patient experienced an event noted as "poor filtration, high intraocular pressure". Patient was treated the same day with an accompanying operation and event resolved.

Manufacturer narrative:
Additional information: b.5. And h.6.

Event description:
Additional information received noting the accompanying operation was an "eyeball massage".